Event description:
It was reported to boston scientific corporation that a truetome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after several cuts, the cut wire broke. No part of the device fell off into the patient. The procedure was completed with an olympus clever cut. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a truetome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after several cuts, the cut wire broke. No part of the device fell off into the patient. The procedure was completed with an olympus clever cut. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4) for the reported event: cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the exposed cut wire was bent and broken. The broken sections of the cut wire remained attached to the device. One end of the broken cut wire remained attached to the anchor at the distal pierce hole and the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cut wire appeared blackened. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was "operational context", likely due to the procedural factors/generator settings. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.